Manufacturer narrative:
Multiple attempts have been made to contact the initial reporter, but the individual has not responded to these contact attempts. Efforts were made to do a general web search of the email address to try and identify the source, and make further contact attempts, but the search did not yield any results.

Event description:
A clinician sent a message through an online chat forum indicating that they accidentally hurt their eyes looking at the laser beam without wearing protective eyewear, and requested advice on what they should do.